Event description:
It was reported that during a low anterior resection procedure, the staples did not form. An anterior posterior resection was performed to complete the case.

Manufacturer narrative:
(B)(4). The colostomy is permanent. The patient is doing fine. The tumor was very low and there was a good chance that an apr was going to be done regardless. [Believes] the tissue was too thick for the staples on the contour to get all the way through.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.